Event description:
Additional information was reported that the cause of the high impedances was not determined. The patient denies any falls or trauma since surgery. The patient does not have a follow up appointment scheduled in december, but the patient did report that she was getting good pain relief from the programming. It is unknown if the high impedances have been resolved at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that during a post op check, high impedances were found on contact 4. They stated that contact 4 had no connection as well. The rep noted that impedances read greater than 4,000 ohms. They added that the patient denied any falls or trauma. The rep reprogrammed around the high impedances. The issue was not resolved at the time of the report. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.